Event description:
The customer observed inconsistent alinity I tsh results. Customer reference range tsh : 0.35 to 4.94 uiu/l. Examples were provided: case 1 (male patient): on (B)(6) 2025, ID (B)(6), using serial (B)(6), generated tsh of 6.305 uiu/l. On (B)(6) 2025, ID (B)(6), using serial (b)(60, generated tsh of 2.016 uiu/l. Additional testing of total t3 and total t4 were processed with values in the normal range. On (B)(6) 2026, ID (B)(6), using serial (B)(6), generated tsh of 4.66 uiu/l. Additional testing of total t3, total t4, free t3, and free t4 were processed with all analytes in the normal range. Case 2 (female patient): on (B)(6) 2026, ID (B)(6) using serial (B)(6), generated tsh of 3.139 uiu/l. On (B)(6) 2026, ID (B)(6), on same serial, generated tsh of 7.034 uiu/l was obtained. Case 3 (female patient): on (B)(6) 2025, ID (B)(6), using serial (B)(6), generated tsh 2.863 uiu/l. Additional testing of free t4 was processed with value in the normal range. On (B)(6) 2025, ID (B)(6) using serial (B)(6), generated tsh of 11.031 uiu/l. Case 4 (female patient): on (B)(6) 2025, ID (B)(6) using serial (B)(6), generated tsh of 0.4785 uiu/l. Additional testing of total t3, and free t4 were processed with values in the normal range. On (B)(6) 2025, ID (B)(6) generated tsh of 9.445 uiu/l. Additional testing of free t4 and free t3 were processed with values in the normal values. Case 5 (female patient): on (B)(6) 2025, ID (B)(6), generated tsh of 0.479 uiu/l. On (B)(6) 2026, ID (B)(6), using serial (B)(6) generated tsh of 7.218 uiu/l. On (B)(6) 2025, ID (B)(6), using serial (B)(6) generated tsh of 4.496 uiu/l. ID (B)(6), initial tsh of 7.018, was retrieved from storage and processed on serial (B)(6) generating similar value of tsh 7.415 uiu/l, architect i2000 tsh of 7.305 uiu/l (performed for troubleshooting) and alinity I (another site location) tsh of 7.724 uiu/l, and cobas e402 tsh of 8.58 (no unit of measure provided). No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 77462ud00. A review of tracking and trending for the alinity I tsh assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 77462ud00 and the complaint issue. The overall performance of the alinity I tsh reagent was reviewed using field data from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the investigation, no systemic issue or deficiency was identified with the alinity I tsh reagent, lot number 77462ud00.

Event description:
The customer observed inconsistent alinity I tsh results. Customer reference range tsh: 0.35 to 4.94 uiu/l. Examples were provided: case 1 (male patient): on (B)(6) 2025, ID (B)(6) using serial (B)(6), generated tsh of 6.305 uiu/l. On (B)(6) 2025, ID (B)(6) using serial (B)(6), generated tsh of 2.016 uiu/l. Additional testing of total t3 and total t4 were processed with values in the normal range. On (B)(6) 2026, ID (B)(6), using serial (B)(6), generated tsh of 4.66 uiu/l. Additional testing of total t3, total t4, free t3, and free t4 were processed with all analytes in the normal range. Case 2 (female patient): on (B)(6) 2026, ID (B)(6) using serial (B)(6), generated tsh of 3.139 uiu/l. On (B)(6) 2026, ID (B)(6), on same serial, generated tsh of 7.034 uiu/l was obtained. Case 3 (female patient): on (B)(6) 2025, ID (B)(6) using serial (B)(6), generated tsh 2.863 uiu/l. Additional testing of free t4 was processed with value in the normal range. On (B)(6) 2025, ID (B)(6) using serial (B)(6), generated tsh of 11.031 uiu/l. Case 4 (female patient): on (B)(6) 2025, ID (B)(6) using serial (B)(6) generated tsh of 0.4785 uiu/l. Additional testing of total t3, and free t4 were processed with values in the normal range. On (B)(6) 2025, ID (B)(6) generated tsh of 9.445 uiu/l. Additional testing of free t4 and free t3 were processed with values in the normal values. Case 5 (female patient): on (B)(6) 2025, ID (B)(6), generated tsh of 0.479 uiu/l. On (B)(6) 2026, ID (B)(6), using serial (B)(6) generated tsh of 7.218 uiu/l. On (B)(6) 2025 ID (B)(6), using serial (B)(6) generated tsh of 4.496 uiu/l. ID (B)(6), initial tsh of 7.018, was retrieved from storage and processed on serial (B)(6) generating similar value of tsh 7.415 uiu/l, architect i2000 tsh of 7.305 uiu/l (performed for troubleshooting) and alinity I (another site location) tsh of 7.724 uiu/l, and cobas e402 tsh of 8.58 (no unit of measure provided). No additional patient information was provided. No impact to patient management was reported.